Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system intra-operatively of a cranial resection procedure. It was reported that the surgeon noticed an inaccuracy. The mayfield was moving throughout the procedure. Navigation was aborted after a 5 minute delay. The surgeon acknowledged that the inaccuracy was due to the mayfield movement. There was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that it was acknowledged by the surgeon that the mayfield had moved and that was why they were inaccurate. The amount of inaccuracy was unknown, and it was noted that there was only 10 minutes left in the procedure. The surgeon just noticed the inaccuracy while verifying that the resection was complete. The procedure was completed as there was no further need for the navigation other than to verify that the resection was complete.

Manufacturer narrative:
A software analysis was initiated to determine the cause of the issue. Analysis determined that the behavior described is the intended behavior of the software. It was confirmed that the software was functioning as designed. If information is provided in the future, a supplemental report will be issued.